Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed an indention in the teflon pad, the distal tip of the blade was broken off and a gouge was observed on the broken portion and remaining portion of the blade at the fracture site. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure, the blade broke off of the ultrasonic scalpel and fell on the floor. No patient injury was reported by the user facility.